Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 21jul2021. Device was investigated on 26jul2021. There were signs of clinical use on the jaws. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, heater wire tip of vasoview hemopro 2 vh-4000 was bent at the tip out of package. Device was never used. Procedure completed with new device. No patient involvement.